Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient was initially continent following his artificial urinary sphincter (aus) implantation in 2011. The patient began leaking slowly over time. A surgical procedure was performed and it was found that the device was working properly. The physician believes that the patent experienced urethral atrophy. All components were removed and replaced with a new aus. There were no further complications in relation to this event.